Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Upon receipt, the device was unable to communicate due to a depleted battery. No data could be obtained from device image and no field data is available. High current from the hybrid was noted during electrical testing. An anomalous hybrid was found to be the cause of the high current drain and premature battery depletion.

Event description:
It was reported that the patient presented to the emergency room with tachycardia. Upon interrogation, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted and replaced. The patient was discharged.